Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (esheath insertion, and calcification at the transition of the subclavian to the aorta) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards germany affiliate, during a left subclavian tavr procedure with a 29mm sapien 3 valve, the valve was well positioned and deployed successfully. However, after removal of the esheath, a dissection and hemorrhage of the proximal left subclavian artery was observed. Due to the patient's comorbidities, open surgery was not an option, so the subclavian artery was treated using multiple stents. The patient became unstable, and was later resuscitated in the intensive care unit. At the end, patient passed away. There were no allegations of an edwards device malfunction. Per report, the root cause of the vessel dissection was esheath insertion, and calcification at the transition of the subclavian to the aorta. The cause of death was reported to be a small hemorrhage that was not visible at first, and the patient's general condition.